Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 at 10:00 am due to a high blood glucose of 514 mg/dl. Blood glucose at the time of the call was 200 mg/dl. Customer experienced symptoms related to high blood glucose such as nausea and vomiting. The customer stated having a bent cannula and an absence of a no delivery alarm. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The insulin pump will be returned for analysis. It was not provided if the auto mode feature was in use.